Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 49.3cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were noted with the blade and pads were intact. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended user error caused or contributed to the event as it is most likely that the break in the hypotube distal to the distal end of the strain relief, occurred due to an unintentional handling error during removal from the product packaging.

Event description:
It was reported that the rod was fractured. The 90% stenosis with lesion length of 30mm and a diameter of 2.75mm was located in the moderately tortuous and moderately calcified left anterior descending branch. A 6mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon push rod was fractured. The procedure was completed with another of the same device. There were no patient complications, and patient was stable post procedure. It was further reported that the balloon push rod was fractured during unpacking.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rod was fractured. The 90% stenosis with lesion length of 30mm and a diameter of 2.75mm was located in the moderately tortuous and moderately calcified left anterior descending branch. A 6mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon push rod was fractured. The procedure was completed with another of the same device. There were no patient complications, and patient was stable post procedure. It was further reported that the balloon push rod was fractured during unpacking.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the rod was fractured. The 90% stenosis with lesion length of 30 mm and a diameter of 2.75 mm was located in the moderately tortuous and moderately calcified left anterior descending branch. A 6 mm x 3.00 mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon push rod was fractured. The procedure was completed with another of the same device. There were no patient complications, and patient was stable post procedure.